Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential device issue has been observed.

Manufacturer narrative:
The escalated technical investigation results indicate that the AED device, reported with a 'triple chirp alarm' issue, was found to be in good condition, passing all lab tests within specifications without any duplicated errors during testing. No physical anomalies were observed, and its performance met specifications. Therefore, the investigation confirms that the AED was received in a "no fault found" state, as no faults or issues were identified during the testing and analysis. The device includes redundant design features to alert the user if service is needed. These features include an audible beep and a flashing ¿information¿ button that, when pressed, will cause the device to provide specific voice prompts providing the user with more information. Based on the information available and the testing conducted, the cause of the reported problem was the investigation results indicated that there was no fault found with the device, and it operated normally. The reported problem could not be confirmed. Based on the information available and results of additional analysis further action has been initiated. To resolve the issue, philip recommended removing the AED from service and initiating a device exchange. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.